Manufacturer narrative:
(B)(4). This complaint for check your position alarm was not confirmed due to a lack of sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a check your position alarm while using the homechoice (hc) during fill 1. (B)(4) had the patient close/open the transfer set three times, move the clamp and rub the line, pull up on the lines, and check the lines for fibrin or air. The patient stated there were large air bubbles in the patient line. (B)(4) advised the patient to end therapy and start over with new supplies. (B)(4) then walked the patient through ending therapy. The patient elected to start over with new supplies. Product surveillance contacted the patient who explained they were able to continue therapy with a new cassette. The patient did not notice any defects with the original cassette. The sample was discarded, but the patient was able to retain the lot information. The patient further stated she contacted her dialysis nurse. No injury or medical intervention was reported.